Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Eval by welch allyn factory service confirmed, the customer complaint that the device would not power up after battery replacement. The cause for not powering up was a defective power switch (dome switch) located on the front panel enclosure. The portion of the complaint that indicates that "shut down" was observed when the battery was replaced is a normal function of the device: upon installing a battery, the device momentarily powers on and automatically performs a 'self test' and then once complete, the device will momentarily display "shutting down" and powers down completely. To resolve the complaint of "device would not power up", the front panel enclosure was replaced. The device passed testing and returned to the customer.

Event description:
When battery is inserted, device displays "shut down". Device will not power on when power button is pressed. No pt involvement.